Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v762613, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that patient implant had to be replaced because she fell and broke a wire.

Event description:
Patient stated last year her health care provider put a different one in because one of the leads came loose. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v762613, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).